Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) removal surgery due to an infection. The device was removed and replaced it with a tactra penile prosthesis until the infection was under control. The tactra device was only used a temporary placeholder. Once the infection was cleared, the physician removed the tactra and implanted a new inflatable penile prosthesis (ipp). There were no further patient complications reported.